Event description:
Clinical trial. It was reported that post index procedure, the pt had a target vessel revascularization (tvr). The pt presented to the index procedure with stable angina and was referred for cardiac craterization. The target lesion was located in the mid left anterior descending artery (lad) with 70% stenosis, a length of 12 mm and a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 3.0 x 16 mm taxus express2 stent, reducing the stenosis to 0%. The distal right coronary artery (rca) was also treated with two non bsc stents during the index procedure. The pt was discharged one day later on protocol doses of aspirin and plavix. On day 1582, the pt was admitted with a one month history of progressive, radiating chest pain requiring two to three nitroglycerin for relief. ECG upon admission was within normal limits. On day 1588, the pt underwent a CABG x 5 with a reverse saphenous vein graft to the obtuse marginal 1 with sequential to the ramus intermedius, reverse saphenous vein graft to the r-pda, and lima to the lad with sequential to the diagonal. Post-operatively the pt developed left-side paralysis. A CT scan demonstrated a large, acute infarction of the posterior division of the right middle cerebral artery. The pt was discharged to a rehabilitation facility 5 days later on aspirin. In the opinion of the physician, there is no relationship of the tvr to the stent. However, in july 2007, the clinical events committee reports a possible relationship between the tvr and the stent.

Manufacturer narrative:
A review of the manufacturing record for this particular batch # 4685035 shows that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause cannot be determined.